Manufacturer narrative:
(B)(4). A covidien customer service engineer (cse) inspected the device and verified the reported event. The cse replaced the light - emitting diode (led) graphical user interface (gui) display to resolve the issue. The device passed all calibrations, short self-test (sst), extended self-test (est) and performance verification testing according to manufacturer specifications.

Event description:
A report was received stating a ventilator generated a blank display during ventilation of the patient. The patient was removed from the device and placed on an alternate ventilator without harm. There was no report of death or serious injury associated with this event.